Manufacturer narrative:
Back to the original catalog/lot numbers due to reporting errors made by the account.

Event description:
During stent deployment, the stent embolized with teh left coronary artery.